Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The patient was not hospitalized for the event. On an unreported date, the patient began treatment with injection meropenem (2 grams, frequency and route not reported) for 7 days, then injection fortum (1 gram, frequency and route not reported) and injection vancomycin (1 gram, frequency and route not reported) for peritonitis. The cause of peritonitis was unknown. The patient was recovering from the peritonitis event. Action taken with dianeal therapies was not reported. No additional information is available.